Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was leaking from the reservoirs. The customer's spouse stated that the customer did not save the reservoirs and she does not know where they were leaking. Advised the spouse to have the customer call us back, and if the same problem recurred have customer to save the product for further analysis. No add'l info was provided.